Event description:
In 2008, the pt's nurse practitioner reported that the pt had been experiencing elevated blood glucose since beginning use of the infusion device. The pt's blood glucose has been as elevated as 500 mg/dl. His normal blood glucose range is 70-120 mg/dl. The pt's physician stated that he believed the type of infusion set the pt is using is the cause of elevated blood glucose. The pt stated that he had experienced kinked cannulas. The pt was not able to troubleshoot because he was at the physicians office. Upon follow up in the same month, the pt stated that he is using a different type of infusion set and his blood glucose readings have lowered. He stated that he did not have any details regarding his previous infusion set type or why he had issues with them. He stated that he thinks the issue was with his body and scar tissue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was requested to be returned for eval.